Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in impedance measurements, measuring at 1600 ohms and high capture thresholds. The patient had reported burping and burning symptoms in the chest. There were no reports of fall. There were noisy signals and pacing inhibition. There were several high-rate ventricular sensing noted. Technical services (ts) recommended to have x-ray imaging performed to ensure that the lead was not perforated and will further refer to the electrophysiology (ep). This lead remains in service. No adverse patient effects were reported.